Event description:
It was reported the patient had a surgery in 2012. During that surgery, the doctor used eight screws and two rods to fix the stability of spine. This year in 2014, by the x-ray examination, the doctor noticed that the implanted rod had broken. However, there were no adverse consequences reported.

Manufacturer narrative:
The reported xia rod dia. 6 x 400 updated lot #: rzf. Method: device history review and device inspection. Results: no issues were identified during manufacturing record review. Visual inspection indicated the device was received back fractured into multiple pieces confirming the reported event. Material analysis concluded the rod broke through fatigue. Three of the fracture surfaces were determined to originate from the interface between the blocker and rod. No material or manufacturing defects were observed on the device features examined. Conclusion: the most likely cause of the reported event is fatigue fracture due to partial non-union of the vertebral levels.

Event description:
It was reported the patient had a surgery in 2012. During that surgery, the doctor used eight screws and two rods to fix the stability of spine. This year in 2014, by the x-ray examination, the doctor noticed that the implanted rod had broken. However, there were no adverse consequences reported.